Event description:
On (B)(6) 2011, the vns pt's mother reported to the manufacturer's case mgr that the pt had developed a gastrointestinal virus and sinus infection at the end of (B)(6) 2010. The physician prescribed an antibiotic, omnicept, and he then began to vomit on a daily basis after meals. He has lost weight (B)(6). His seizures have increased, but his mother says she's able to avert a seizure with the magnet. The physician interrogated the device in (B)(6) 2011 and the device was working fine; the pt has not seen the physician since then. Since (B)(6), the pt's mother has taken child to a gastrointestinal specialist and he has had a full gastrointestinal workup and the final diagnosis was gastroparesis. The pt has had a gastric emptying test which shows slowing of emptying; he's had an upper gastro-intestinal which was negative, and a scan of abdomen which showed a questionable small gastric ulcer. The pt has had slight gastric reflux prior to this; however, from the original implant in 2007 till now, there have been no problems. The pt is still vomiting every day and the gastrointestinal specialist has told her that the only way to improve the nutrition was a feeding tube. He's often having seizures during the night. The pt's mother was told that if she's having that much issue with their child vomiting, to have the neurologist turn the device off so that he and she can see if there's a correlation between the stimulation and the vomiting, but the mother said that she doesn't want to turn it off as she still can control seizures with the magnet. Good faith attempts for more information were made to the physician and medical records but no additional information has been rec'd. If additional information is rec'd, it will be reported.